Manufacturer narrative:
The insulin pump passed displacement test. All buttons function properly, however the device had corroded keypad traces. The device also had cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at window display corner, cracked reservoir tube, and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the issue or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.